Event description:
On (B)(6) 2009, this patient underwent a procedure using a gore tag thoracic endoprosthesis to treat a pseudoaneurysm developing at the distal anastomosis site of a dacron graft and native vessel. The date of the previous surgical repair of the descending aorta is not known. The final angiogram after deployment of the tag device revealed a proximal type 1 endoleak. The physician decided to take a wait-and-see approach. On (B)(6) 2009, follow-up computed tomography showed the type 1 endoleak was still present. On (B)(6) 2009, an intervention occurred whereby a palmaz stent was implanted to treat the proximal type I endoleak. The endoleak resolved. The patient tolerated the procedure.